Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that "on (B)(6) 2021, I was informed by a surgeon that a patient who has had a mako total hip replacement (enhanced workflow) on the (B)(6) 2021 had suffered a greater trochanteric hip fracture since leaving the hospital. That fracture was not detected post operatively prior to discharge. Following a conversation with the deputy theatre manager and matron, it was reported that the patient was admitted to an nhs hospital on the same day of discharge, where the fracture was identified and is currently managed conservatively." Primary left hip.